Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported pump shut off twice last week without any warning. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.